Event description:
It was further reported the patient was discharged two days prior to report and she was in the hospital due to her oral morphine. It was stated the oral morphine ¿caused her to vomit, have breathing difficulty, dehydration as well as due to pain not being controlled.¿ it was further reported no interventions or reprogramming had taken place or was planned. It was stated the reprogramming helped the patient¿s pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was no alleged product issue and no actions required for this event. The patient was complaining of urinary incontinence, muscular jerks and uncontrolled pain from the procedure. It was noted that the patient was implanted with the stimulator three days before reported event date. It was noted that the patient was alive and no injury as of (B)(6) 2013. Patient symptoms was described as being located on the back from the procedure and noted to be ¿not normal pain¿. Additional information reports no known cause. The patient does not seem to know what the issue was. The patient was back in the hospital. It was noted that no intervention had been made and no product explanted. Additional information reports the event was not related to spinal cord stimulation (scs) therapy. Patient was back in hospital due to other issue.